Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity drug-eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the proximal cx exhibited moderate tortuosity, severe calcification and 80% stenosis. The lesion was pre-dilated. Resistance was encountered advancing the resolute integrity device but no excessive force was used. It was reported that the stent struts were damaged in the mid portion and the device was removed. The lesion was pre-dilated with a semi-compliant balloon. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the distal tip was slightly damaged. The 9th, 10th and 11th distal stent segments had raised and deformed struts. The stent was positioned on the balloon between the marker bands as per specification.